Event description:
Cool point tacti-cath ablation fluid bag emptied and system alarming. New bag hung. Possibility that when switching bags patient received air bolus, despite bleeding the line. FDA safety report ID # (B)(4).